Event description:
Procedure: lobectomy. According to the reporter: when the device was applied, a strange sound was noted. After that, the device stopped working. Tissue was damaged when the instrument was removed. Additional manual suturing was performed. Surgery time was extended by more than 30 minutes.